Event description:
The customer called and reported refilling the reservoir and noticing a gap between the piston and reservoir. When customer removed reservoir from the insulin pump, the insulin volume was down by about 10 units. Customer stated that his blood glucose had been 250 mg/dl, but was dropping down and was at 98 mg/dl by the end of the call. Customer drank juice and ate sugar, stating his blood glucose was getting low. He was advised to call emergency medical services. The company representative's supervisor called emergency medical services and they arrived on the scene.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.